Event description:
It was reported the patient went in for a refill on (B)(6) 2014. At which time, telemetry confirmed a critical alarm was occurring. The critical alarm was due to zero ml reservoir volume reached. The low reservoir alarm occurred on (B)(6) 2014. The healthcare provider (hcp) noted the alarms could not be heard. The hcp was instructed to get a stethoscope, and to check the alarms again. With the use of the stethoscope, the hcp was able to hear the alarms. The hcp noted the patient was on oral baclofen, and did not experience any symptoms. The pump was used to deliver lioresal at the time of the event. Information was later received, that during the refill procedure, the drug in the pump was switched from lioresal to gablofen, and the dose was decreased due to the pump being empty. The patient then went back to the clinic, a few days after refill, to increase the dose because the patient was weaning off of the oral baclofen. Patient outcome remains unknown. Follow-up was performed to obtain this information. If this information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8711, lot# j0058209r, implanted: (B)(6) 2001, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).